Event description:
A patient reported to baxter (B)(4) that there was no sponge inside the shield. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was provided for evaluation. The defect was not confirmed in the sample, therefore, the root cause was undetermined. A batch review was not performed due to the lot number being unknown. Baxter will continue to monitor similar reports to determine if further actions are required.